Manufacturer narrative:
The reagent lot was 754425. The reagent expiration date was requested, but it was not provided. The customer advised that the ambient temperature of the laboratory has increased slightly which could affect the reagent probes. The field service representative replaced the reagent probes and adjusted rinse levels and gear pump head pressure. Qc was performed and passed. The investigation determined the cause is traced to wear and the service actions resolved the issue. A general reagent issue was excluded as the correct result was obtained with the same reagent.

Event description:
There was an allegation of a non-reproducible magnesium result for a patient sample tested on cobas 8000 c 702 module. The initial result was 1.53 mmol/l. The repeat result was 0.86 mmol/l on the same analyzer. The repeat result from another analyzer was 0.88 mmol/l.